Event description:
On (B)(6), 2010, a respiratory therapist requested that inomax ds, (B)(4), be returned for a unk issue. The reporter declined technical support. The device was not on a pt and no adverse event was reported by the respiratory therapist. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
Eval summary: device investigation found a flow sensor that had drifted outside its calibration specification. The sensor was replaced and the device passed all functional tests.